Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 458mg/dl. The customer treated the highs with manual injections. The customer states the alarm was resolved by complete set and reservoir change. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.